Event description:
Information was received based on review of a journal article titled, "complications after interlocking intramedullary nailing of humeral shaft fractures." Which aimed to analyze the results and complications of humeral shaft fractures stabilized with interlocking im nailing. The study was conducted over a period of ten years (january 2000 to november 2010) and involved one-hundred eleven (111) patients with diaphyseal humeral shaft fractures and were subjected to a treatment protocol of im fixation with first and second generation of humeral nails. The journal article reports adverse events occurred due to the following reasons: fifty-two (52) intraoperative complications in 40 patients forty (40) unknown postoperative complications in 19 patients twenty-eight (28) patients experienced mild and moderate pain thirteen (13) patients experienced intermittent pain four (4) patients experienced moderate to severe pain one (1) patient experienced constant pain. In conclusion, most technical errors and complications were considered to be technique specific. The analysis and avoidance of these complications, related only to im nailing of the humerus, will allow im nails to successfully bridge the gap between functional bracing and plating.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. The article was written by asen baltov, rashkov mihail, enchev dian; injury, int. J. Care injured 45s (2014) s9¿s15; http://dx.doi.org/10.1016/j.injury.2013.10.044. It is likely that these complications have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.